Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP, bipap, and mechanical ventilator devices sound abatement foam become degraded and alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer received new and relevent additional information on 01/24/2023, the patient alleged respiratory failure and also confirmed there was no visualization of particles related to a CPAP device. There was no report of serious patient harm or injury.